Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to dislodgement and loss of capture. Another rv lead was successfully implanted. No additional adverse patient effects were reported.